Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device logs. However, the device was put through extensive functional testing including bench handling and defib cycling without duplicating the report. The customer did not return their multifunction cable (mfc) for evaluation. The defib receptacle will be replaced as a precaution and the customer will be sent a replacement mfc. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a 76-year-old male patient, the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.